Manufacturer narrative:
It was noted that this lead has been retained by the explanting hospital, therefore out of boston scientific's possession. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture one day post implant. A revision procedure was performed to attempt to reposition the lead; however, the physician was unable to reposition it. It was noted there was nothing physically wrong with the lead. The lead was explanted and replaced. No additional adverse patient effects were reported.